Event description:
It was reported that this right ventricular (rv) lead exhibited out of range intrinsic amplitude. The health care professional (hcp) stated that the patient has an additional non boston scientific system to provide pacing; and the boston scientific device system related to this rv lead was implanted to provide tachyarrhythmia therapy. Technical services (ts) was contacted and upon review of the available information intermittent drops in intrinsic amplitude were observed. No noise was observed on the presenting electrograms (egms); however, fast ventricular rate sensing was observed for which oversensed noise was suspected by ts. Further in clinic evaluation was recommended as ts expressed concerns regarding the possible impact to therapy due to low intrinsic amplitude values. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.